Event description:
Complainant alleged that during cardiac arrest on a 65 year old male patient, the patient was defibrillated two times. On the third attempt a popping sound was heard; a spark was noted to come from the paddle connection, and the defibrillator displayed "error code 41." Although another defibrillator was available, additional defibrillation was not done. There was no adverse effects on patient. Copy of medwatch #3900280000-1997-0001, which was provided to zoll by the customer.